Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer stated the pump depleted due to normal battery depletion and when the pump turned back on, the malfunction alarm was cleared. Additionally, it was reported that the pump touch screen was unresponsive. Reportedly, the customer was on insulin injections at the time of the report and stated the malfunction alarm or touch screen issue did not impact blood glucose levels. The customer confirmed that an alternate method of insulin delivery was available.